Event description:
Pt admitted as trauma requiring urgent central line placement. Right subclavian triple lumen central venous line catheter inserted. First attempt met resistance, guidewire pulled out, repositioned and placed back through needle. Inserted central line without difficulty. Removed guidewire without difficulty. Noticed guidewire becoming uncoiled when removed. Followed up with chest x-ray. No foreign object noted on chest x-ray in 2009. Pt was experiencing atrial fibrillation/ atrial flutter which was being associated to cardiac etiology. Chest x-ray the next day noted a foreign object from jugular to right atrium. Pt went to interventional radiology for further evaluation and removal of 8 inch guidewire coil. Pt's atrial flutter resolved. Diagnosis: central venous access.